Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. Treatment information was not provided. The device was originally reported for high blood glucose levels and a high-volume alarm.

Manufacturer narrative:
The device was received with the soft cannula deployed and the formed needle visible in the exposed soft cannula. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the delivery of insulin. The download data contained no hazard alarms. Additionally, no timeouts, drive stalls, or abnormalities were present that would indicate struggle with insulin delivery. Inspection of the environmental seal found damage that indicated the formed needle had deployed into the environmental seal. The needle mechanism deployed as intended after resetting the device and manually rotating the ratchet gear. The formed needle deploying into the environmental seal is a result of the pod chassis sub assembly being incorrectly installed into the bottom housing. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6.